Event description:
It was reported that the customer uses the insulin pump and sensor and is really sick with the flu. Customer's blood glucose level was in the low 200's mg/dl. Customer stated that she had an english muffin and her blood glucose level is currently 400 mg/dl. Customer has been treating via manual injections and has not visited the emergency room, but she has called the emergency room doctor. Customer was told by the doctor to give herself 110% of basal. Customer is connected to the pump and getting her basal, but the bolus she is giving herself is with manual injections for the meals. Customer was assisted in removing the temp basal to upload to carelink and to restart her temp basal for 8 hours at 110% per doctor's orders. Customer declined troubleshooting for her high blood glucose levels and stated that the pump was working correctly. Customer will call the doctor to follow up. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.